Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s reservoir was not working or not able to prime. Her blood glucose was 45 mg/dl. She also received a no delivery alarm and changed the set and received another no delivery alarm. The set was kinked. The customer did not want to troubleshoot for the no delivery alarm. The reservoir will not be returning for analysis.